Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt's husband reported that excess insulin was inadvertently administered by inserting the cartridge into the pump while attached to the infusion set, and without performing a rewind of the pump motor and lead screw. The pump user guide instructs that the first step of a cartridge change is to disconnect the infusion set from the body. Additionally, the pump user guide instructs users not to connect the infusion set to their body until after the pump prime/rewind process has been completed. The pt has continued to use the pump with no reported subsequent events.

Event description:
It was reported that the pt was hospitalized for hypoglycemia. The pt's husband stated that the pt inadvertently administered excess insulin by inserting the cartridge into the pump while attached to the infusion set, and without performing a rewind of the pump motor and lead screw.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed that the pump displays the appropriate visual warning to disconnect before priming. The user guide also instructs the user to disconnect while performing the rewind, load, and prime steps. It was previously concluded that use error in priming while attached caused the patient's reported blood glucose excursion.